Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered inside of the cassette module during treatment. The cycler prompted with m31 air detected in cassette warning alarm during drain 2 of 4 of treatment. The back of the cassette was intact. The patient was connected during the incident. The patient knew how to perform manuals. The patient was advised to cancel the treatment and follow up with the peritoneal dialysis registered nurse (pdrn). Upon follow up, the pdrn confirmed the reported event. The patient stated the fluid leak occurred during tx complete - step 9 remove cassette of treatment after treatment was cancelled and as the cassette door was opened. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. The pdrn confirmed the cycler set (cassette) used was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered inside of the cassette module during treatment. The cycler prompted with m31 air detected in cassette warning alarm during drain 2 of 4 of treatment. The back of the cassette was intact. The patient was connected during the incident. The patient knew how to perform manuals. The patient was advised to cancel the treatment and follow up with the peritoneal dialysis registered nurse (pdrn). Upon follow up, the pdrn confirmed the reported event. The patient stated the fluid leak occurred during tx complete - step 9 remove cassette of treatment after treatment was cancelled and as the cassette door was opened. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. The pdrn confirmed the cycler set (cassette) used was no longer available to be returned for investigation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test ¿ passed. System air leak test ¿ passed. A pre-accelerated stress test simulated treatment was performed without any failures or problems. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered inside of the cassette module during treatment. The cycler prompted with m31 air detected in cassette warning alarm during drain 2 of 4 of treatment. The back of the cassette was intact. The patient was connected during the incident. The patient knew how to perform manuals. The patient was advised to cancel the treatment and follow up with the peritoneal dialysis registered nurse (pdrn). Upon follow up, the pdrn confirmed the reported event. The patient stated the fluid leak occurred during tx complete - step 9 remove cassette of treatment after treatment was cancelled and as the cassette door was opened. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. The pdrn confirmed the cycler set (cassette) used was no longer available to be returned for investigation.